Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. A short simulated therapy was performed and a leak was found. The reported condition was verified. The assignable cause was determined to be cut tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was leaking. The patient stopped the homechoice and she removed the tubing set. The fluid was only dropping on the carpet, along the patient line; only a small amount. The patient used a new set without any trouble. The patient reported that they have a rabbit and that this animal bites sometimes in tubing, power cords etc. The patient is informed and save the set for baxter. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.